Manufacturer narrative:
(B)(4). Results of eval: (fever).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 c.m abdominal aortic aneurysm approx six weeks ago. The iliac arteries were severely tortuous and severely calcified bilaterally. Prior to stent graft placement the pt had expiratory wheeze at the left base of the lungs, and the lower extremities had edema. The pt had an elevated white blood cell count two days prior to the procedure. It was reported the following day post implant the pt had a temperature of 101.1f, and a headache. Medication was administered. The elevated temperature and headache resolved the next day post implant (ref MFR # 2953200-2011-00923). The investigator's assessment was that the fever was related to the procedure and not related to the device. No add'l clinical sequelae were reported. The pt is fine.